Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product plus fluid around left implant . Healthcare professional additionally reported "nodules" not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around left implant".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and seroma received on june 22, 2022, with catalog number mcghan-380cc. Analysis of the returned device identified: brown particles outer device, white calcification outer device and crease fold. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported intention to remove textured implants due to concern with the product. Reported left side seroma "fluid around left implant." Also reported lump "nodules," not device related. Device explanted.